Manufacturer narrative:
The insulin pump had intermittent button response during testing due to moisture damage on keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, rime, and excessive no delivery alarm tests. It was also received with scratched lcd window, cracked reservoir tube lip, and missing end cap sticker. No constant tone alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump had a constant tone alarm. The blood glucose at the time of the incident was 317 mg/dl. The customer did not recall any significant events leading to the keypad issue. The device was returned for analysis.